Manufacturer narrative:
Concomitant medical products: c4tr01 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had elevated impedance and threshold measurements. Follow up with the physician office noted that a chest x-ray will be scheduled for further evaluation. The lead is still in use. No patient complications have been reported as a result of this event.